Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, 3 lenses found to have scratch after implanting in to the patient eye. The surgeon decided not to remove the lenses. After examining the patients, it is probably a very thin fiber, observed in a curved form at the bottom of the lens.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. Two lens models were provided. The company intraocular lens (iol) 19.5 diopter lens is qualified. The company iol lens model is not qualified for use with the company cartridge. The handpiece and viscoelastic being used were not provided. It is unknown if qualified products were used. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Only one of the indicated associated lens models is qualified for use with the company cartridges. It is unknown if a qualified handpiece and viscoelastic were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).